Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However, a corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
One physical sample was received for investigation. The device was evaluated and the reported condition was observed; the balloon was inflated with water and a leak was detected in the lower part of the tube. The affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate the reported condition. All information received will be used for further tracking and trending purposes. Corrected brand name and UDI.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon ruptured 7 days after the device was installed. There was no medical intervention required.